Manufacturer narrative:
(B)(4). Customer has not indicated that the device will be returned for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer reports an air leak from the hose. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, g4, g7, h2, h6, h10. The device history record (DHR) for the zimmer air dermatome ii hose: UK ma-7 schrader, 3 m, part number 00885100206, review could not be performed as the manufacturer serial number could not be tied to a zimmer biomet work order number. On (B)(6) 2019, it was reported from (B)(6) that a zimmer air dermatome ii hose: UK ma-7 schrader, 3 m had an air leak. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.